Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause, use error, switching bags while connected. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during prime. The hp stated he had switched the bags during set up. The baxter technical service representative (tsr) explained the set up was compromised and the hp should start over with all new supplies. The hp confirmed he understood and would use new supplies. The there was no patient injury or medical intervention reported.